Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2015. Mfg site investigation: samples received: 1 unopened racepack. There are previous complaints of this code batch. Some (B)(4) units of this code batch were manufactured and distributed, there are no units in stock. Tested needle attachment of the closed sample received and the results fulfills the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusionl taking into account that there are previous samples received did not fulfill the specs, we consider that the complaint is justified. Corrective/preventive actions: there is a corrective action is place.

Event description:
Contry of complaint: (B)(6). Needle detachment.